Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an anterior resection, the device jammed after stapling and was unable to be opened properly. As a result the tissue at anatomosis site was torn. This had to be repaired by recreating the purse string and re-anastomosing the bowel. There were no patient consequences reported.